Manufacturer narrative:
Date returned to mfg: 1/12/2024 one device was returned for evaluation. Visual inspection revealed a damaged rdc connector, damaged downstream occlusion (dso) seal, scratched lcd lens, and missing battery door. No evidence was available to review in the event history log. Functional testing was able replicate the reported issue; the pump was found to be over-infusing. The most probably root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing, the pump was over infusing and downstream occlusion damaged. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event and d5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.